Event description:
Related manufacturer report number: 2017865-2021-32010. During an implant procedure, loss of capture was observed on the right ventricular (rv) lead after connecting it to the device. The physician repositioned the lead and the electrical values were normal when tested by the pacing system analyzer. After reconnecting the rv lead to the device, loss of capture was observed again. The patient was pacemaker dependent and the loss of capture resulted in a pause episode. The physician injected medication into the patient to resolve the pause. Additionally, the rv lead and device were explanted and replaced to resolve the event. The patient was in stable condition following the procedure.

Manufacturer narrative:
The field complaint of failure to capture was not confirmed. The device was received in normal working conditions. Analysis of device image displayed normal device characteristics. Further analysis performed, including capture tests and output measurements indicated normal device functionality with battery voltage above elective replacement indicator (eri) level. A longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.